Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing( has been confirmed. Upon investigation the front response button was missing from the monitor. In addition resistor r45 was open on the monitor defibrillator board. The cause for the open resistor was an over-voltage condition caused by a shorted c811 capacitor on the defibrillator board. The root cause for the missing response button was physical abuse. The root cause for the shorted c811 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.